Event description:
The patient experienced an undesireable change in stimulation. The patient had inadequate pain relief; the stimulation was not covering her pain area. It was determined that the leads had migrated. The leads were replaced. The patient developed a post-operative infection; see manufacturer's report #2182207200800322 regarding the post-operative infection.

Manufacturer narrative:
.